Event description:
It was reported that the surgeon inserted an icm120v4 12mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2012 due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter lens and this resolved the problem.

Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary, (B)(4) - intraocular pressure (iop). Device (B)(4) - vaulting, excessive, (B)(4) - explant. (B)(4).